Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: patient has no previous exposure to dermabond product. No known allergies to the components of dermabond. No change in application of dermabond. Skin is cleaned with a wet saline sponge then dried with a towel. Dermabond is typically covered with aquacel and/or tegaderm. Patient status was not provided. No product available to return. Patient was prescribed antibiotics and a steroid, no additional information was given. Patient was seen in clinic yesterday for second follow up, incision has begun to scab and heal. No lot number available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. Which type of dressing: aquacel or tagaderm used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth: bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on (B)(6) 2023 and suture was used. Post op to procedure, the patient presented with a reaction a week post-op. There is a breakdown of skin, redness, irritation, and serous fluid. Patient was prescribed antibiotics and a steroid, no additional information was given. Patient was seen in clinic yesterday for second follow up, incision has begun to scab and heal. No lot number available. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.